Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a t:flex pump and when the pump was turned on, the screen prompted for a "transmitter ID" which is for a t:slim g4 pump. It was confirmed that the customer had manual injections available. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.